Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 269 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.